Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis did not communicate with epic. A technical support specialist ran a server downtime query, and found no issues, confirmed that the carefusion coordination engine was sending messages without delay. Troubleshooting steps showed no disconnected flags in epic, and all stations were communicating for texas health huguley. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es pyxis was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.